Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that partial stent deployment occurred. A 6x120x130 eluvia self-expanding stent was selected for use in the 100% stenosed, non tortuous, and severe calcified superficial femoral artery (sfa). A contralateral approach was used and the lesion was pre-dilated with a 4mm sterling balloon. The angle of aorta was tight. The stent was advanced over a 0.014 jupiter guidewire without replacing with 0.035 guidewire inside a non-bsc 6 fr sheath. Stent deployment was initiated. When deployed about 6 cm, the thumbwheel stopped rotating, and the stent remained on the shaft. Then, the physician broke the handle, and pulled the inner shaft inside, and the stent was placed. There was section at about 1cm in the middle of the stent that the struts were wide open and the struts were stretched. There were no patient complications and the patient's condition was good post procedure.